Manufacturer narrative:
The reported device is not marketed in the united states, but it is a same/similar device to one that is marketed inside the united states. Select patient information cannot be provided due to regional privacy regulations. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. The pump passed the displacement test, rewind, self-test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. The pump was unable to prime during prime/a33 test due to faulty fsr (gold). Unable to perform the basic occlusion test, occlusion test, excessive no delivery test and the dat due to prime anomaly. The following were noted during visual inspection: a small crack on the display window, cracked case at display window corner, cracked battery tube threads, cracked belt clip slot, cracked reservoir tube and cracked reservoir tube lip. The test p-cap and reservoir does lock in place in the reservoir compartment. History download was successful using thds and carelink upload was successful. The pump was received without a battery. No damage noted on the original battery cap. Unable to verify daily insulin total, basal insulin delivered total and bolus insulin delivered total for event date 04-dec-2023 due to no data available in the pump history file. Unable to perform the history review 1 week prior to the event date 04-dec-2023 in the pump history file due to no data available. Pump was cut open to perform visual inspection and found no evidence of physical or moisture damage on the electronic assembly or on the motor. Unable to complete the functional testing due to prime anomaly. Prime/fill anomaly confirmed. Retainer ring damage confirmed (during visual inspection found cracked reservoir tube lip). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer passed away at home on dec 04, 2023. The event involved product mmt-754cms. Troubleshooting was performed for deceased reporting. The cause of customer passing was the customer had a surgery in a leg and had complications and admitted to the hospice. The customer was not wearing the insulin pump at the time of death. Mmt-754cms was returned for product analysis.